Event description:
It was reported that a malfunction occurred on the pump, causing the customer's blood glucose level to exceed the normal range and be reported as high on the continuous glucose monitor. The customer had not taken any corrective action to address the high blood glucose at the time of reporting, as he was waiting for the pump to function properly. Technical support provided assistance by instructing the caller on how to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues arise.